Event description:
An ipp device was implanted on 1/22/86. Information received on 3/26/97 indicates the patient states, "mechanical malfunction" of his device approximately 4 years after his initial implant.